Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2014 to report their transmitter failed on (B)(6) 2014. The patient did not report any injury or medical intervention. No additional patient or event information is available.